Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant reported an underdelivery. The amount to be delivered was reported as 1000ml at a rate of 125-150ml/hr. The patient received 400ml (per visual assessment of graduate on side of bottle). The remainder of the feeding was completed when the pump was re-set.